Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause was determine to be a stale start command which led to an early sensor expiration. The reported event of a replace sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.